Event description:
It was reported that during an unrelated hospital visit, the physician observed that the patient was experiencing pocket stimulation. No other patient symptoms were reported. Pulse generator interrogation found a loss of capture and sensing on the right ventricular channel. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).